Event description:
It was reported that the patient started to experience a loss of therapeutic effect following a diagnostic ultrasound of her stomach, hida scan and x-ray. Her preimplant symptoms have started to return which are: terrible stomach pain all over her stomach while eating food that needs to be digested; vomiting every other day; and is nauseous all the time. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).